Event description:
It was reported by the nurse that there was loss of atrial capture and increase in capture threshold via a merlin.net transmission. The patient was asymptomatic. The device was reprogrammed and patient is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.